Manufacturer narrative:
The device was not available for evaluation. Additional information provided that the patient had poor bone quality. It is possible the bone was unable to endure the physical stress during the insertion of the pedicle screws resulting in a fracture. There was no failure of the hardware used for fixation.

Event description:
It was reported by a representative from (B)(6) that a revision surgery was done due to a t8 vertebrae fracture and subsequent screw pulling out post-operatively.